Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive replacement button kit was used during a button exchange procedure performed on (B)(6) 2016. According to the complainant, post procedure, it was noticed that the food did not pass through the tube because the tube had an occlusion. The procedure was completed with a new endovive replacement button kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation was performed and heavy residues were present in and on the button right angle feeding set indicating use/ handling. There were no other issue was noted with the accessories. Functionally, a 60 cc syringe was placed in the bolus connector and the distal end of the bolus connector was placed into the button right angle feeding; water was injected and no obstruction was found. A second evaluation was performed and the end of the button right angle feeding was placed into the button dome; water was injected and no obstruction was found. It was noted that the condition of the returned unit was not consistent with the complaint incident that the feeding tube was blocked/occluded. Therefore, the most probable root cause is not confirmed. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an endovive replacement button kit was used during a button exchange procedure performed on (B)(6) 2016. According to the complainant, post procedure, it was noticed that the food did not pass through the tube because the tube had an occlusion. The procedure was completed with a new endovive replacement button kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.